Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal and vaginitis bacterial. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("left lower quadrant/abdominal"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 1 month 23 days after insertion of essure. On (B)(6) 2013, the patient experienced emotional distress ("hormonal changes describe: emotional distress, acne"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: digestive problems"), alopecia ("hair loss") and acne ("acne"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash generalised ("rashes or skin conditions type: general rash"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision") and rash pruritic ("itchy rash all over body"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced peripheral swelling ("leg-swelling"). On (B)(6) 2016, the patient experienced joint swelling ("hip-swelling"). On (B)(6) 2016, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced cervical dysplasia ("severe cervical dysplasia"). On (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss-20 lbs"). On (B)(6) 2017, the patient experienced back pain ("lumbar pain/back pain"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), nausea ("nausea") and pain in extremity ("leg pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervix carcinoma, emotional distress, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash generalised, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, dyspepsia, alopecia, acne, nausea, abdominal pain lower, rash pruritic, cervical dysplasia, back pain, joint swelling, peripheral swelling and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, back pain, cervical dysplasia, cervix carcinoma, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, female sexual dysfunction, headache, joint swelling, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, rash generalised, rash pruritic, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record vaginal discharge. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs+mr received. Product indication updated. Essure insertion date updated and removal date added. Following events were added: hormonal changes describe: emotional distress, acne, abnormal bleeding (vaginal), menorrhagia, infection (bladder urinary tract/vaginal) type: uti, pain, apareunia (inability to have sexual intercourse), rashes or skin conditions type: general rash, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), tumor / teratoma / cancer type: cervical cancer, vaginal discharge, vision/eye problems type: blurry vision, fatigue, weight gain / loss specify which one: weight loss-20 lbs, gastrointestinal or digestive system condition type: digestive problems, hair loss, nausea, left lower quadrant/abdominal, itchy rash all over body, severe cervical dysplasia, lumbar pain/back pain, hip-swelling, leg-swelling, leg pain and she did not underwent an essure confirmation test. Previously reported event injury to herself was updated to pain. Event onset date were added. Event severity added for: leg pain. Historical, concomitant and treatment drugs were added. Medical history and reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal and vaginitis bacterial. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("left lower quadrant/abdominal"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 1 month 23 days after insertion of essure. On (B)(6) 2013, the patient experienced emotional distress ("hormonal changes describe: emotional distress, acne"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: digestive problems"), alopecia ("hair loss") and acne ("acne"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash generalised ("rashes or skin conditions type: general rash"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision") and rash pruritic ("itchy rash all over body"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced peripheral swelling ("leg-swelling"). On (B)(6) 2016, the patient experienced joint swelling ("hip-swelling"). On (B)(6) 2016, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced cervical dysplasia ("severe cervical dysplasia"). On (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss-20 lbs"). On (B)(6) 2017, the patient experienced back pain ("lumbar pain/back pain"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), nausea ("nausea") and pain in extremity ("leg pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervix carcinoma, emotional distress, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash generalised, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, dyspepsia, alopecia, acne, nausea, abdominal pain lower, rash pruritic, cervical dysplasia, back pain, joint swelling, peripheral swelling and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, back pain, cervical dysplasia, cervix carcinoma, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, female sexual dysfunction, headache, joint swelling, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, rash generalised, rash pruritic, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record vaginal discharge. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs+mr received. Product indication updated. Essure insertion date updated and removal date added. Following events were added: hormonal changes describe: emotional distress, acne, abnormal bleeding (vaginal), menorrhagia, infection (bladder urinary tract/vaginal) type: uti, pain, apareunia (inability to have sexual intercourse), rashes or skin conditions type: general rash, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), tumor / teratoma / cancer type: cervical cancer, vaginal discharge, vision/eye problems type: blurry vision, fatigue, weight gain / loss specify which one: weight loss-20 lbs, gastrointestinal or digestive system condition type: digestive problems, hair loss, nausea, left lower quadrant/abdominal, itchy rash all over body, severe cervical dysplasia, lumbar pain/back pain, hip-swelling, leg-swelling, leg pain and she did not underwent an essure confirmation test. Previously reported event injury to herself was updated to pain. Event onset date were added. Event severity added for: leg pain. Historical, concomitant and treatment drugs were added. Medical history and reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.